Event description:
It was reported that the patient was not able to adjust stimulation. The display showing "call your doctor" icon. It was reported a warning screen por (power on reset) condition. It was noted that the patient noticed the message started the day before reported event date. The patient indicates there was no known accident or incident related to this event.

Manufacturer narrative:
Concomitant: product ID 3037, serial# (B)(4), product type programmer, patient. Product ID 3093-28, lot# v593243, implanted: 2011-(B)(6), product type lead. (B)(4).